Manufacturer narrative:
The device was not returned for this investigation. Should the device be returned at a later date, a supplemental report will be filed.

Event description:
The patient reported receiving out of range control solution test results twice when testing with control solution 1 on the teladoc blood pressure meter. The patient received results of 74 and 85, and the expected range was confirmed to be 94-142. The member opened a new bottle of test strips and received another out-of-range control solution test result of 80. The patient didn't seek or receive medical treatment as part of the malfunction